Manufacturer narrative:
A getinge field service engineer (fse) replaced k6 vent valve and tubing. Fse performed functional and safety checks, repair done. Unit cleared for clinical use. No patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use at a patient, the cs300 intra-aortic balloon pump (iabp) unit had a system failure code 66. There was no patient involved.